Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 179 mg/dl and 192 mg/dl on advantage system 1 compared to results of 366 mg/dl and 499 mg/dl on advantage system 2, when all tests were performed within 10 minutes. Reporter indicated that she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated she no longer has the strips and so no prod will be returned for eval.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 550775, expiration date 11/30/2009). Reference medwatch report with a1 patient for the suspect device used in system 2.